Event description:
It was reported that difficulty removing the stent occurred. An existing stent was in place with high grade stenosis. The target lesion was located in the renal artery and was pre-dilated with a 6x20 .018 non-bsc balloon for 1 minute. Following exchange of v-18 guidewire for an amplatz, a sheath was advanced through the existing stent. A 7.0mmx15mmx150cm express sd stent balloon was sent through the sheath and the balloon inflated to 14 atmospheres for 1 minute. However, after deflation, the balloon would not withdraw. There was no kink or twist in the sheath, and the wire had to be pulled to withdraw the balloon. Upon visual inspection, it appeared that the balloon did not rewrap. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks and multiple stretching along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the device was stretched which confirms there was difficulty removing the device.

Event description:
It was reported that difficulty removing the stent occurred. An existing stent was in place with high grade stenosis. The target lesion was located in the renal artery and was pre-dilated with a 6x20 .018 non-bsc balloon for 1 minute. Following exchange of v-18 guidewire for an amplatz, a sheath was advanced through the existing stent. A 7.0mmx15mmx150cm express sd stent balloon was sent through the sheath and the balloon inflated to 14 atmospheres for 1 minute. However, after deflation, the balloon would not withdraw. There was no kink or twist in the sheath, and the wire had to be pulled to withdraw the balloon. Upon visual inspection, it appeared that the balloon did not rewrap. The procedure was completed using an alternate device. No patient complications were reported